Manufacturer narrative:
H2: additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mas1295, serial/lot: unknown and product ID: mas2176, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the stylus marker and reference were out of calibration with the x-eye camera. The reference frame and marker were re-calibrated. The system now functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l3-l5 posterior spinal fusion, the guidance system was allegedly inaccurate between 3.5 and 10mm. The registration process showed yellow values at l3 and green values at l4. The surgeon decided to proceed. K-wires were placed at both levels, with the l3 k-wires being accurate, but the l4 k-wires appeared inaccurate, with the left side being medial and the right side being lateral. The manufacturer representative reviewed the registration, but the surgeon chose not to reregister, deciding instead to abort the system and continue the procedure using jamshidi needles under fluoroscopy. There was no patient harm and the procedure was delayed less than one hour.